Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0266165 device expiration date : 09/30/2025. Device manufacture date : 09/22/2020. Lot # : 1012830 device expiration date : 01/31/2026. Device manufacture date : 01/12/2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 bd nano¿ 2nd gen pen needles had sterility compromised issues. The following information was provided by the initial reporter : the consumer reported no teardrop labels on bd nano 2nd gen pen needles stating 2 boxes of product were affected in which all 200 pen needles are missing the teardrop labels. Date of event : unknown. Samples : available.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 200 bd nano¿ 2nd gen pen needles had sterility compromised issues. The following information was provided by the initial reporter : the consumer reported no teardrop labels on bd nano 2nd gen pen needles stating 2 boxes of product were affected in which all 200 pen needles are missing the teardrop labels. Samples : available

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0266165 device expiration date : 09/30/2025. Device manufacture date : 09/22/2020. Lot # : 1012830 device expiration date : 01/31/2026. Device manufacture date : 01/12/2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 bd nano¿ 2nd gen pen needles had sterility compromised issues. The following information was provided by the initial reporter : the consumer reported no teardrop labels on bd nano 2nd gen pen needles stating 2 boxes of product were affected in which all 200 pen needles are missing the teardrop labels. Date of event : unknown. Samples : available.